Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device to an implantable neurostimulator (ins) implanted for non-malignant pain indications. It was reported that the patient stated the ins was not charging and it is not holding a charge. The patient stated it only held a charge for a day and sometimes not even a day. The patient stated their ins used to hold a charge for two or three days in the beginning. The patient stated that their implanting healthcare provider (hcp) would not see them anymore (the patient clarified hcp dismissed them). The manufacturer's patient services specialist (pss) tried to clarify the event dates but the patient did not provide event date detail. The patient stated they had been to two other pain management doctors and they keep referring her back to their implanting hcp. Patient stated the two doctors they went to had manufacturer representatives come out both times, but neither adjustment helped and they were not feeling stimulation. The patient kept saying "it is not working". The patient stated when they first got the implant the charge would hold for two or three days but now it would not charge at all. The patient stated that they had a lot of pain in their back because the charger was not recharging and they were not feeling stimulation. The patient tried to connect to charge the ins on the call and stated they were getting excellent charge quality. The ins was in the red and the controller was at 100%. The patient stated they did this the other day for two hours and the ins battery would not advance in charge. Pss sent a message to the local field reps about the patient call. It was also reported that the patient had a damaged recharging belt. A replacement recharging belt and recharger were sent out.